Event description:
It was reported that backflow through the check valve of an unknown access set occurred. The reporter did not have the setup details, but stated that the backflow was ¿from the primary into the secondary.¿ this occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.